Event description:
It was reported that during a general device changeout procedure, the coil of this right atrial (ra) lead stretched and the insulation abraded when the physician attempted to remove it from the header of a device. The physician elected to explant and replace the ra lead during the procedure. No additional adverse patient effects were reported.